Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during follow up a CT identified a migration; however, no endoleak was noted. The physician is planning an intervention. Date not determined at this time. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).